Manufacturer narrative:
(B)(4). D10: unknown arcos stem. Unknown liner. Unknown cup. G2: foreign ¿ new zealand. Proposed component code: mechanical (g04) ¿ head. The current location of the reported product is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision to removed a unspecified infection. No patient harm or impact reported. It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. Visual inspection of the provided images performed. Unable to determine part or lot numbers. Images show explanted devices with biological residue covering. Unable to determine the extent of any wear or damage. As the physical products were not returned, further analysis could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.